Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving dilaudid (hydromorphone) (16,3 mg/ml at 1,600 mg/day) and clonidine (187,5 mcg/ml at 18,40 mcg/day) via an implantable pump. It was reported that the pump was programmed with a 2 hour bolus lock-out duration. As per the session report provided, the bolus duration was 2 minutes, the maximum number of activations allowed was 6 per day, and dose limitation range was 6 per 24 hours. However, the nurse mentioned that the patient was able to give themselves a bolus at both 6am and 7am. From the report it was seen that each bolus has a duration of 2 minutes and that the lock-out duration was indeed 2 hours. Therefore, it was being considered that is should not be possible that the patient had given themselves a second bolus after only 1 hour. It was being considered that normally, when the lockout duration is active, and the patient wants to activate another bolus, they should see a message on their ptm saying that the bolus is currently locked out and that they should wait until lockout is finished. At the time of the report technical services advised that in order to verify the second bolus was actually given or denied, the pump logs would need to be reviewed.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog. Serial# unknown. Product type programmer, physician. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the nurse forgot to check at the patient's refill, but would check at their next refill appointment. The nurse reported that the patient was doing fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.